Manufacturer narrative:
(B)(4). The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the incident information was reviewed; however, there was no reported device malfunction. Visual inspections were performed on the returned device and there was no damage noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the physician always checks the pulse at the dorsalis pedis during all of the procedure. After foot deployment, no dorsalis pedis pulse was noted. The proglide device was removed without any resistance. A second proglide device was attempted but had the same results. Pulse returned after the proglide devices were removed. A non-abbott device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.